Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar ca it is presumed that this case failed due to unexpected stress on the ccd unit or cable unit caused by the user's handling, and the image was no longer output. The above device handling has warned in the instruction manual as follows. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus australia was informed from the user that during the set up for procedure, the endoscopic image of the subject device did not appear clearly. The user cycled the power of the subject device, however then the endoscopic image of the subject device disappeared. The user replaced the subject device to another device and completed the procedure. The user informed the same issue also occurred in 2018. Olympus australia checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event. This is the report regarding to the event in 2020.